Manufacturer narrative:
The customer reported that the material mp5301-c lot #23129348 had connection issues, and returned one sample. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water from a 10 ml bd syringe, and attached to a stopcock. Even while pressurized and manipulated, neither of the luer locks had any issues. The complaint could not be confirmed. The root cause of this failure could not be identified without a failure investigation. Device history record review for model mp5301-c lot number 23129348 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 04jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: reported issue: per (B)(6), 2ea of the IV extensions (mfsmp5301c) with same lot# experienced issues. One was leaking at the hub for injection at it's base. The other, the leur lock would not screw to the catheter. Follow-up: customer response on february 29, 2024. 1. Could you please provide a further description of the leakage issue? The area of leakage was at the hard plastic area between the connection of where the tubing and the hard plastic connection. 2. Could you please provide a further description of the leur lock issue? A. Leakage from where the male connection goes into the IV catheter hub, the male connection is inserted and the leur lok was secured. B. Attaching the IV tubing to the adapter the fluid would not flow, disconnected and attempted to flush directly thru the extension with a saline flush and no flow 3. Can you please provide a date of event for both reported leakage and leur lock issue? Dates were not kept but happened in the last 2 weeks. 4. Did the issues happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? 2 occurrences during patient care use ¿ no injury. 1 occurred with priming the tubing and extension via gravity. 5. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? (B)(6).